Event description:
It was reported that the system instruments tip broke during use. Additional information received from rep also suggest that the locking caps are stripped. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.